Manufacturer narrative:
(B)(4). Concomitant medical products-hfn 130 deg 13mm x 180mm, catalog#:814513180 lot#:970510. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 09664.

Event description:
It is reported that during a procedure the surgeon attempted to implant the screw, however, it did not advance correctly as it jammed. Therefore, another screw was opened used to complete the procedure. Additionally , the second screw also malfunction/jammed, however, the surgeon decided to leave the nail in the patient as it was already implanted. Attempts have been made for additional information, however, none is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a procedure the surgeon attempted to implant the screw, however, it did not advance correctly as it jammed. Therefore, another screw was opened used to complete the procedure. Additionally , the second screw also malfunction/jammed, however, the surgeon decided to leave the nail in the patient as it was already implanted. Due to this malfunction, a one hour delay was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.